Event description:
Crew tried to administer naloxone through and IV extension set, and upon attempting to push plunger, experienced resistance to push. After removing prefill from the extension set, they were unable to apply a saline flush due to port not allowing flush to attach. This naloxone prefill syringe was not saved for inspection. Verbal report submitted to division chief (B)(6). Crew tried to administer naloxone through IV and was unable to push any naloxone out of the prefill syringe. Removed from luer port and was still not able to discharge naloxone from prefill syringe. Prefill syringe was not saved for inspection. Verbal report submitted to division chief (B)(6). Division chief (B)(6) and two providers opened a new box of dr. (B)(6) naloxone and tested in a luer lock saline flush set (amsino international product # mr4t07) and was unable to push and naloxone from prefill syringe when attached to the luer lock. Removed luer lock from prefill syringe, attached to extension set, and was still unable to push any naloxone. Removed from extension set and was subsequently able to flow naloxone from prefill syringe (this was from lot k9087). Paramedic experienced an issue with extension set backflowing after attempted administration of naloxone, in which case the patients blood came back through the luer lock port that the naloxone had been connected to. After review of the extension set, it appears that the plunger in the extension set is still partly depressed, preventing full closure (this was from lot k0022). Paramedic attempted to administer naloxone and was unable to push naloxone from prefill syringe. After review of the prefill syringe, it appears there is a glass bead on the tip of the syringe obstructing the hole of the syringe (this was from lot k0022). (B)(6) ems director and division chief (B)(6) opened new prefill syringe of naloxone and noted a bead of on the end of the tip. It was observed falling off into the luer lock device on the syringe (this was lot k9087). Product has been pulled from use within the agency. Some of the product in question has been retained for evaluation and review of any potential quality control/ quality assurance. Lot k0023 has also been pulled from agency supply due to current concerns with other lots.